Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/05/2025, it was reported that the user experienced nighttime hypoglycemia with a blood glucose (bg) of 39 mg/dl. The event was corrected with a granola bar and peach apple juice. The agent provided education and sent a training link. No external assistance or medical intervention occurred.